Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps jumbo device was used during a gi biopsy procedure performed in 2009. According to the complainant, during the procedure, one of the forceps pull wires was noted to be broken following retrieval of an unk number of biopsies. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.